Event description:
It was reported that the patient was experiencing pain at the ipg and anchor site due to infection. It was unknown if the infection was device related. The physician noted that it was a skin level infection. The patient underwent a spinal cord stimulator explant and was doing well postoperatively. The explanted devices will not be returned as the facility did not release the product.

Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17489739. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17120568. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 17560123.